Manufacturer narrative:
Two batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Failure analysis of the returned batteries revealed that (B)(6) passed visual examination and functional testing; (B)(6) passed functional testing. Visual examination of ((B)(6) revealed a damaged output cable. The damage that was observed did not affect the functionality of the device. This is an additional observation not related to the reported event and likely due to the handling of the device. The log files of the controller in use during the reported event, (B)(6), revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed several premature power switching events due to communication errors involving (B)(6) and power switching due to momentary disconnections involving (B)(6). No alarms were recorded close to the event date. As a result, only the reported premature power switching events were co confirmed; however, the reported critical battery alarms could not be confirmed. The most likely root cause of the reported premature power switching events can be attributed to communication errors and momentary disconnections. An internal investigation has been opened to address momentary disconnections. Additional device(s) involved in event: d4. Serial - (B)(6). D10. Yes ¿ return date 2018-04-16 h3. Yes h6. Method code(s): 10, 4112 h6. Result code(s): 3213 h6. Conclusion code(s): 12, 4307. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device involved in this event: serial #: (B)(4) - battery / catalog number 1650de / expiration date: 31may2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received. Not returned to manufacturer. Device manufacture date: 31/may/2016. Labeled for single use: no. Event problem and evaluation codes: device code(s): (B)(4). It was reported that the patient was experiencing power switching events and critical battery alarms with both batteries. The batteries were not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Failure analysis of the device was not performed since the unit was not returned. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and both batteries. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate "power switching with momentary disconnections and power switching with communication error". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional device: (B)(4) - battery / catalog number 1650de / expiration date: 31may2017, device available for evaluation?: no, no, product not received - not returned to manufacturer labeled for single use?: no, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the two batteries were power switching between ports and resulted in a critical battery alarm. It was noted that the patient experienced panic as a result of this event. The batteries were exchanged. No patient complications have been reported as a result of this event.